Event description:
It was reported that during pre-surgery, it was observed that the motor device was loud and smoking. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was loud, smoking and the console displayed 78,000 rotations per minute. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to a broken drive shaft from normal wear and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.